Event description:
The facility reported a colleague pump with an upstream occlusion false alarm constantly. It was not specified when reported condition occurred. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of upstream occlusion false alarm was not confirmed or duplicated, therefore an assignable cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.